Manufacturer narrative:
Procedural image review: still images were provided for review. The images capture guidewire and balloon devices in the vessel; however it was not possible to determine which device was the endeavor sprint or the reason for the reported removal difficulties.

Manufacturer narrative:
Evaluation summary: the device was returned with the sheath and stylette inserted in the device. A 0.015 inch mandrel was inserted in the inner lumen of the device through the exchange joint with no resistance noted. The distal tip was stubbed. There was no other damage noted to the device. (B)(4).

Event description:
The physician intended to use an endeavor sprint drug-eluting stent. The device was inspected before use with no issues noted. Nothing unusual was noted during device preparation. The target lesion in the proximal lad had 85% stenosis, severe calcification and no tortuosity. Lesion was pre-dilated 3 times at 12 atm for 10 seconds. 60% stenosis remained after pre-dilation. It was reported that the endeavor sprint device failed to cross the target lesion and was difficult to remove. No resistance was noted while advancing the device through accessory equipment or to the lesion. No intervention required to remove the endeavor sprint device from the patient. The procedure was completed with another device. The physician determined the reason for the event was a product defect. No patient injury reported.